Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from february 4, 2020 - february 5, 2020. H10: the device was received for evaluation. A visual inspection on the returned unit via the naked eye noted the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that could have caused the issue. As a result, no anomaly could be identified. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause of the condition was noted to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked; further described as the elastomer broke. This issue occurred during filling under a laminar flow hood. The set was filled with fluorouracil. There was no patient involvement. No additional information is available.